Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received an inappropriate high voltage therapy as the implantable cardioverter defibrillator (ICD) did not discriminate supra ventricular tachycardia (svt) appropriately via wavelet. It was not there was charge circuit timeout and the device had reached end of service (eos). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Cto occurred on (B)(6) 2015 can be attributed to therapy delivery. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.